Event description:
It was reported that the delivery system became stuck on the guidewire. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left origin of internal carotid artery. A 10-31mm carotid wallstent monorail self-expanding stent was advanced for treatment. After stent deployment, there was severe resistance and friction with the guidewire when attempting to remove the delivery system. Under fluoroscopy, it observed that the delivery system shaft was stuck on the non-boston scientific (bsc) guidewire. Due to the severe resistance, both devices were carefully and slowly pulled together. There were no patient complications as a result of this event. The patient is currently in good condition.